Manufacturer narrative:
Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with peeling serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The o-ring fell off and the pump housing is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.